Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for daughter via phone call for high blood glucose. The customer¿s blood glucose was 600 mg/dl at the time of the incident. Patient's current bg: 546 mg/dl. Customer reported that they had insulin flow blocked alarm. Customer reported that they had bent cannula. Assisted customer in performing high pressure test. Customer states the pump did alarm in less than 5.0 units. Assisted in resetting fill cannula to the correct amount. Customer declined troubleshoot for high blood glucose. Patient mom said that she only noticed that the cannula is bent after removal and after her daughter's blood glucose is high. Customer reported blood glucose 422 mg/dl. The pump will not be returned for analysis.